Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and lancing device, no trends were identified that would indicate any product related issues. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A firing issue was reported with the adc device. The firing mechanism of the lancing device would not fire, and as a result, the customer was unable to check their blood glucose. The customer experienced a loss of consciousness and was unable to self-treat. As a result, the customer received treatment of "sugar water" provided by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.